Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the dovetail was loose. Additional information requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative removed and then reinstalled the dovetail to resolve this issue. Additionally, an adhesive was also applied as well. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The reported event of a loose dovetail was able to be confirmed. However, how the dovetail became loose remains uncertain. The manufacturer internal reference number is (B)(4).